Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 2.50 x 38mm stent delivery system was returned for analysis inside a 6f guidezilla. A visual examination of the stent found evidence of damage with proximal end struts lifted and bunched. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Unable to remove the sds from the 6f guidezilla due to the extent of the stent damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous proximal left circumflex coronary artery . A 2.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the stent was unable to cross the lesion. The procedure was completed with a 2.50x28 synergy drug-eluting stent. There were no patient complications reported. However, returned device analysis revealed stent damaged.